Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via a merlin at home transmission. Patient was asymptomatic. Recommended programming changes will be made at next clinic follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.